Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and forwarded to the manufacturer for evaluation. Upon receipt, the device appeared in used condition and the active tip shows signs of wear and activation. Procedural debris was noted within the suction port of the active tip. A flow test was performed on the device which confirmed the reported blockage. The handle of the device was opened to inspect the internal components. A very small leak was detected in the potted section of the device handle, although this leak was not significant enough to be the root cause for the loss of suction. The small leak may have caused a slight pressure drop at the tip of the device which may have contributed to the distal tip becoming blocked with procedural debris during use. With the distal tip removed, the flow test was repeated and the device extracted the required amount of liquid, confirming the blockage within the distal tip of the device. To determine an exact root cause for the leak, a CAPA was initiated to investigate this defect. Two root causes were identified. First, a leak path introduced on the underside of the active suction tube due to a lack of uv adhesive at one point of the active suction tube/pvc tube. This defect can be caused by an air pocket trapped when the viscous uv adhesive is dispensed over the joint area. The current design of the handle lower molding has a narrow, deep cavity into which uv is dispensed which contributes to the likelihood of trapping air. Second, a leak path introduced at the junction where the active wire is potted into the uv joint due to inconsistent levels of uv on top of the tube/wire joint. The control of the uv adhesive is again influenced by the design of the lower molding, as the presence of air pockets can alter the volume of adhesive contained inside the cavity resulting in variation of fill level around the wire. The root cause of the complaint was reviewed against the supplier dfmea and is consistent with the expected outcome of such an event. Review of the DHR for this lot of devices did not indicate any issues related to the reported failure. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. The supplier CAPA investigation is ongoing; no immediate corrective action is required at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the shoulder, it was observed that the suction was not working on two wands on two vapr clplse90 electrode w hand cntrls devices. According to the reporter, the suction line was hooked up to wall suction. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the fields date device returned to manufacturer and is device returned to manufacturer? Were inadvertently missed in the initial report and have been updated accordingly to reflect the correct information. Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 6/3/2016. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.